Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with fmc cassette and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler with fmc cassette. Additionally, there is no allegation of a device malfunction or cassette leak or defect reported for this event. The pdrn stated the cause of the peritonitis was due to the patient not utilizing proper hand washing prior to treatment. Staphylococcus aureus is most often found in the human nose and on skin. (1) and accounts for most pd peritonitis events caused by touch contamination. (2) all pd patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Based on the available information, the liberty select cycler and fmc cassette can be excluded as the cause of the patient¿s peritonitis event. Bibliography 1) govindarajulu, s., hawley, c. M., mcdonald, s. P., brown, f. G., rosman, j. B., wiggins, k. J., . . . Johnson, d. W. (2010). Staphylococcus aureus peritonitis in australian peritoneal dialysis patients: predictors, treatment, and outcomes in 503 cases. Peritoneal dialysis international, 311-219. 2) melissa conrad stoppler, m. (2018, august 4). Staph infection (staphylococcs aureus). Retrieved from medicinenet: https://www.medicinenet.com/staph_infection/article.htm.

Event description:
It was reported that peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient had initially called in to report issues with draining. Technical support advised the patient to clamp the lines until she could contact her pd registered nurse (pdrn). Upon follow up with the pdrn it was confirmed that the patient does have peritonitis. The cause of the peritonitis was lack of hand washing by the patient. There were no issues with the liberty select cycler nor the cycler cassette as related to the peritonitis event. The date of diagnosis was not provided. The pd effluent was positive for staphylococcus aureus. The patient was initiated on intraperitoneal (ip) antibiotic therapy (type, dose, frequency and duration unknown). The patient was utilizing manual exchanges for the antibiotic therapy, but she has since been instructed to have them administered at the clinic. The pdrn refused to provide additional information. No samples were returned for evaluation by the manufacturer.